Manufacturer narrative:
An investigation was initiated into the matter of, "tip broke off in patient." One scissor tip and scissor shaft handle were received for evaluation. The evaluation revealed the tip did not break off as stated, although the tip was received for evaluation separated from the shaft handle. The scissor tip is designed to be attached to the shaft handle by screwing it on as per our instructions for use. The scissor tip returned for evaluation did not appear to have any damage to the threads on the distal end of the scissor shaft or the insulation on the proximal end of the scissor tip. The scissor tip returned for evaluation was assembled onto the handle per the directions for use and this issue could not be replicated. Therefore, it seems likely that there was an error in the initial attachment. It is possible that the scissor tip was not fully threaded on the handle/shaft and the scissor tip came loose while in use resulting in the reported incident. Device history review did not find any issues with the reported "lol".

Event description:
Tip broke off in pt. Additionally, account stated, the physician was doing a laparoscopic radical prostatectomy when the tip broke off inside of the pt. Physician decided to open procedure to retrieve the tip.